Event description:
The registered nurse at the facility reported a deflated fms balloon to the convatec sales representative. Prior to insertion, the nurse placed the fms into the end user and was unable to inflate the balloon after 3 attempts. The tubing was not kinked and the syringe provided in the kit was used.

Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. It is expected that should an fms device's balloon fail to inflate or stay inflated, the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. The affected product would be replaced with a new one. No additional patient/details are known at this time. A return sample for evaluation is not expected. Reported to the FDA on august 22, 2013.